Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the author/healthcare professional (hcp). Clarification of the reported catheter adverse event indicated "one had disconnection, the others obstruction." The hcp did not have information regarding the concentration and daily dose of drug being delivered, what troubleshooting/diagnostics was performed, and what actions/interventions were taken. It was indicated the onset dates for the reported adverse events were all before three months of treatment. The cause of the reported events was not determined. The reported adverse events resolved. No products were available for evaluation.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Other applicable components are: product ID: neu_unknown_cath, serial/lot #: unknown. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Bonouvrie la, becher jg, vles jsh, vermeulen rj, buizer ai, group is. The effect of intrathecal baclofen in dyskinetic cerebral palsy: the idys trial. Ann neurol. 2019. 10.1002/ana.25498. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: intrathecal baclofen treatment is used for the treatment of dystonia in patients with severe dyskinetic cerebral palsy; however, the current level of evidence for the effect is low. The primary aim of this study was to provide evidence for the effect of intrathecal baclofen treatment on individual goals in patients with severe dyskinetic cerebral palsy. Reported events: all patients had dyskinetic cerebral palsy with lesions seen on MRI (cerebral white matter, basal ganglia, central cortex) and received intrathecal baclofen (itb) or saline at 50 mcg/day initially. Event 1: it was reported 2 pumps were removed due to infection. The patients were both from the placebo group. Event 2: it was reported there was 1 catheter related adverse event/problem experienced by a patient in the placebo group.